Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The aortic neck was conically shaped measuring 21 mm in diameter at the renal arteries and 28 mm in diameter over 1 cm length. The aortic neck had 90 degree of angulation. It was reported that after the bifurcated stent graft was implanted there was difficulty getting the nose cone out. After several attempts the delivery system was successfully removed from the patient. Through the constant manipulation of the delivery system the stent graft was pulled down from where it was initially deployed and there was a type I endoleak observed. The physician elected to place an aortic cuff to resolve the endoleak. After the cuff was implanted there was also difficulty getting the delivery system out but it was successfully removed; however, there was an endoleak noted between the aortic cuff and the bifurcated stent graft. The physician remodeled the stent graft and successfully resolved the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, delivery system removal difficulty); patient's condition affected effectiveness of device (90 degree angulated aortic neck). Incorrect technique/procedure (endovascular treatment of a patient with a 90 degree angulated aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (90 degree angulated aortic neck). Operational context contributed to event (endovascular treatment of a patient with a 90 degree angulated aortic neck).